Event description:
On (B)(6) 2012, the pt's doctor reported that the pt was having trouble with her infusion device priming and her blood glucose levels were over 500 mg/dl. The pt's son stated that the issue began on (B)(6) 2012 when she changed her insulin cartridge and infusion set. She attempted to prime, but insulin did not drip out of the end of the infusion tubing. She changed the infusion set again and was successfully able to prime the infusion device, however, that is when her blood glucose levels began to elevate. On (B)(6) 2012, the pt was taken to the emergency room for elevated blood glucose levels over 500 mg/dl. The pt was treated with 5.0 units of insulin by IV. The pt's target range is 130-150 mg/dl. The pt's son disconnected the infusion tubing from the infusion site and attempted to bolus 2.0 units of insulin. He was not able to see insulin drip from the cannula. He then primed the infusion device and it took "several" units of insulin before he could see insulin drip. He stated that there was an air bubble in the insulin cartridge. During troubleshooting with the pt's son, he was successfully able to prime the air bubble out of the insulin cartridge. Follow-up with the pt revealed that her blood glucose levels had returned to normal and she was not having any further problems with air bubbles in the insulin cartridge. The infusion device has not been requested to be returned for evaluation at this time.